Event description:
During a shoulder arthroscopy three needles broke while passing thru the tissue. The surgeon was able to retrieve two out of the three broken tips from the pt. One broken piece remains in the pt. Repair was completed with add'l needles. Needles were being used in a competitor's device. No other info is available.